Event description:
The user facility reported that a patient had a stroke following a multi-catheter exchange, carotid arterialgram procedure. This was the first time the physician performed a carotid angiogram at this hospital and the catheterization lab technician described it as a text book procedure. A glidewire brand guidewire was reportedly used during the procedure. Although there is no indication of any malfunction, the user facility reported that there are many risk factors with this type of procedure, and that they are unable to pin-point the cause of the stroke. The patient is being monitored and is reported to have some physiological/neurological deficeit (face is drawn and problems talking). Follow up communication with the user facility confirmed that the patient has been discharged.